Event description:
A (B)(6) male patient contacted zoll customer support to report that the battery would not charge in the charger/modem. The patient was provided with a replacement charger/modem and battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not charge) was confirmed. As received, the battery was non-functional in a charger and monitor. Upon evaluation, there was contamination inside the battery pack. The cause for the non-functional battery is corrosion on the pca board. The cause for the corrosion is liquid ingress from an unknown contaminant. Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery) has been confirmed. As received, the q1 transistor (controls current flow) was shorted in the battery circuit on the bedside board and the u13 (8-bit cmos flash micro-controller) component was thermally damaged. The cause of the inability to charge the batteries is the shorted q1 transistor and the thermally damaged u13 controller. The root cause of the shorted q1 transistor and thermally damaged u13 cannot be positively identified but is likely a result of the contamination inside the battery pack. No adverse event resulted from the damaged transistor or defective battery. The patient received a replacement charger/modem and defective battery. Charger/modem MFR date: 05/2013.